Event description:
It was reported that the video system center showed an e116 otv - camera control unit error prior to an unknown diagnostic procedure. There was no delay in the procedure and no reports of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported that the facility's device displayed an e116 otv - camera control unit error. Tac communicated with customer that the device would have to be sent into the national service center for evaluation and repair. To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Given that the device was not available to olympus, reproduction of the phenomenon was not confirmed therefore the root cause, neither the cause of the occurrence could be determined. Olympus will continue to monitor field performance for this device.